Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019 and product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019 and product type: lead. Codes applying to leads: device codes: c62819, device codes: c62917, patient codes: (B)(6), fdccodes: 67 fdmcodes: 4117 fdrcodes: 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their healthcare provider (hcp) who implanted their device refused to take it out and they referred them to another doctor. The patient wanted assistance with putting their device into MRI mode, but they did not have the controller with them on the call. The patient went on and reiterated the previous report of their device never working for them. The patient stated that the surgery did not work at all because they did not work at all for them since implant. They wanted to have the device explanted. The patient reported that they saw a rep eight times and that did not help, so the patient refused to see the rep anymore. The patient stated that the only thing they felt, was tingling in their left leg and their stimulator was for their lumbar area. The patient stated that they were worn out. The patient stated their hcp told them to call patient services to put their device into MRI mode so that they could get an MRI. The patient would be calling back when they had their controller with them. It was reviewed that the patient should charge up their controller and ins prior to calling back. The event began since implant (2019-04-04). No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 5, 2019. The rep noted that they had discussed the information with the physician. The rep reported that the cause of the stimulation only being felt in the left leg was not determined. The physician thought it might be a lead migration due to the patient falling several times. The physician had invited the patient to have an x-ray but the patient didn't show up. The issues had not been resolved as of (B)(6) 2019. On (B)(6) 2019, the patient notified patient services of the same information that had previously been reported regarding the ins never working/connecting to their back and never getting pain relief to their back. They reiterated they only felt a little bit of tingling in their left leg. They reiterated they had met with a rep several times for reprogramming, and had first made the rep aware that they weren't getting pain relief within 30 days of the implant, which conflicts with what was reported by the rep in a prior report. Thepatient stopped charg ing the ins in may 2019 because it wasn't "working" for them. The patient had discussed with someone at their doctor's office about getting the ins removed and replaced with a morphine pump so they wouldn't need to take pills anymore. On (B)(6) 2019, the patient needed assistance getting the ins into MRI mode. As patient services was assisting them to do so, their controller displayed "no device found" with and without the recharger module attached. They described the passive recharge mode screen after pressing "recharge". It was reviewed that the ins was depleted and the controller was trying to charge the ins again, and it could take some time to get it charged up enough to be able to put the ins into MRI mode. They were redirected to the doctor to discuss explant and implant procedures. The patient noted that they no longer was seeing their doctor because the doctor "fired" the patient. The patient was not sure who was managing their implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called their rep stating their device never worked and wants it out. The patient has had several falls post implant, and has been reprogrammed several times. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device is working without any problems. The patient feels he is not getting therapy. No further information was reported.